Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2014-05139. It was reported the pt was receiving stimulation in an unintended area due to lead migration. As a result, the pt's leads were explanted and replaced (with a single lead/different model). The explanted product will not be returned to sjm. Surgical intervention resolved the pt's issue(s).